Manufacturer narrative:
The device was received with both seals removed and the bottom case is cracked. The device history showed there was a motor rate error in history. The customer stated problem was verified during occlusion tests. Worm coupling and worm gear were found worn out from normal use. The pump is over 8 years old. Replaced worm coupling and gear and that cleaned up the problem. The root cause was normal wear. The tech replaced worm coupling and gear. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor error. No patient injury reported.